Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure the patient experienced heart block and arrhythmia. It was suspected there was a microdislodgment of right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.